Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2010 under 1717344-2010-00016. A visual inspection of the incident device revealed that the gray insulation has been scraped off of both wires and the insulation was peeled back. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device.

Event description:
The customer reported that during a hysterectomy, the insulation on the distal end of the tip of the device frayed. The instrument was already in use when this occurred. There was no patient injury.